Event description:
It was reported that during a total laparoscopic hysterectomy procedure, after using the device for a good portion of the procedure, the moving part of the jaw fell off into the patient. The jaw was retrieved intact and no part was left inside of the abdomen. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: requested to resubmit supplemental was stuck in ack 2 of 3 status. The device was returned with the upper jaw detached and returned. In addition, a picture was received with the device. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the upper jaw detached and returned. In addition, a picture was received with the device. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.